Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector dislodged from the hub during use. This occurred with 3 catheters during use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "in our unit at xxxxx we have had three encounters within the last two weeks where the pre-attached extension set disloges from the built-in stabilization platform of the IV catheter. Also the plastic catheter split off the side of the needle as rn was trying to insert IV catheter."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector dislodged from the hub during use. This occurred with 3 catheters during use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "in our unit at xxxxx we have had three encounters within the last two weeks where the pre-attached extension set disloges from the built-in stabilization platform of the IV catheter. Also the plastic catheter split off the side of the needle as rn was trying to insert IV catheter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.